Event description:
It was reported to boston scientific corporation on (B)(6) 2014 that a flexiva tractip laser fiber was used during a ureteroscopy procedure in the ureter performed on (B)(6) 2014. According to the complainant, during the procedure, the physician experienced resistance when advancing the laser fiber through the adapter of the scope and noted that the fiber body broke inside the scope. There were no parts of the device that fell inside the patient. The procedure was not completed due to the event. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. It was reported that the device was not used past its expiry date. Reported event of fiber broke. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.